Event description:
While attempting to place a biliary stent at the target lesion located in the patients renal artery, it was reported that the stent "slipped off" of the balloon catheter migrating into the iliac artery. In response, a vascular surgeon attempted to retrieve the stent utilizing a dotter retrieval catheter, but was unsuccessful. Subsequently, the stent was retrieved by arterial cut-down. The patients condition is reported to be satisfactory. There were no additional complications reported relative to this event.

Manufacturer narrative:
Since the delivery sys was not returned along with the stent for ID or analysis, no conclusion could be determined as to the cause of the reported event.